Event description:
The customer reported that during a laparoscopic hysterectomy, the device jaws became locked while on tissue. The device was removed manually with no tissue damage. The device knife is reported as protruding. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.